Event description:
Resident fell while being monitored by a bsn-010 monitor. Monitor failure to signal an audible alarm.

Manufacturer narrative:
Monitor failed to signal an audible alarm. We conducted a full functional test on the monitor. The monitor functioned properly except the audible alarm signaled for a short time then stopped. The alarm was replaced and functioned properly. No root cause was determined for the audible alarm failure. The distributor was cautioned to instruct the caregiver on the proper care and testing of the product prior to use.